Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of 108 mg/dl and 300 mg/dl back to back within 10 minutes on the aviva system. Reporter stated he took his normal 300 units of levemir. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.